Event description:
The customer reported to olympus, the 4k autoclavable camera head color bar was displayed even when it was connected. The intended therapeutic procedure was completed with a similar device. It was reported that the camera control unit had also been replaced. There were no reports of patient harm.

Manufacturer narrative:
B3: an event date of (B)(6) 2023 was initially provided, however, this occurs after the aware date. E2: ni. E1 country: jpn. G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: no image due to cable damage. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ·if the endoscopic image disappears unexpectedly or the freeze cannot be released during an examination, stop using the endoscope immediately and pull it out from the patient while referring to ¿5.3 pulling out the endoscope in the event of a malfunction¿. Continued use in this condition may cause injury to the patient, bleeding, or perforation. The most probable cause of the reported event could not be established. Olympus will continue to monitor the field performance of this device.